Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, calcified and 99% stenotic distal left circumflex artery. The physician advanced the 2.0x12mm maverick2 balloon to the lesion and inflated it to 10 atms on the first inflation, and it ruptured. There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this defect is due to a design constraint of the product. A CAPA has been initiated to address this issue.